Event description:
It was reported to physio-control that the display on the customer's device froze when they selected paddles lead. The device would not respond to any buttons being pushed and could only be powered off by removing the batteries. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). A third-party service agent evaluated the device and verified the reported issue. The third-party service agent replaced the therapy pcb assembly. Proper device operation was then observed through functional and performance testing. Following repair, the device was returned to the customer for use.

Manufacturer narrative:
Physio-control further evaluated the removed therapy pcb assembly and determined that the cause of the reported issue was due to a capacitor, designator c160 on the therapy pcb assembly, being shorted. This capacitor, designator c160 being shorted, disabled the pacer/paddles ECG/AED mode. Manual defibrillation would still be available.

Manufacturer narrative:
Physio-control further evaluated the removed therapy pcb assembly and determined that the cause of the reported issue was due to a capacitor, designator c160 on the therapy pcb assembly, being shorted. This capacitor, designator c160 being shorted, disabled the pacer/paddles ECG/AED mode. Manual defibrillation would still be available.